Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a synergy ous mr 3.00 x 48 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found damage to the mid-section of the stent with stent struts lifted from the and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and was within the max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a long but slightly calcified mid proximal right coronary artery. A 3.00x48mm synergy ii drug eluting stent was advanced to treat the target lesion. However, the stent was unable to be cross the lesion. The device was removed to change the guide catheter for a higher support, but it was then noticed by the physician that the mid portion of the stent struts was damage. The procedure was completed with a non-bsc stent. No complications were reported and the patient was discharged.